Event description:
A report was received that the patient was having pain at the ipg site. It was also mentioned that patient felt that the ipg was like jutting out. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.